Manufacturer narrative:
Device passed displacement test and self test. Pump received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 400 mg/dl. Customer stated that buttons were hard to press and was getting no delivery alarms. Device will be returned for analysis.